Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, three error codes were found in the event history log. These are transient errors and were unable to be replicated but are likely to be caused by the pwa board. The pwa board was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The event occurred in the week of (B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was on a patient in a home when it came up with error code 46515 and stopped. There was no patient injury, but there was a delay in the therapy delivered. The pump was swapped out and sent back to the user facility where it passed all tests.